Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device continuously reboots by itself. The reporter advised that when this occurs, the lcd touchscreen becomes locked and unresponsive. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section a1, patient identifier, of the initial medwatch report stated: none; section a1, patient identifier, of the initial medwatch report should have stated: (B)(6). Section a2, age, of the initial medwatch report stated: blank; section a2, age, of the initial medwatch report should have stated: 30. Section a2, age unit, of the initial medwatch report stated: blank; section a2, age unit, of the initial medwatch report should have stated: years. Section a3a, sex, of the initial medwatch report stated: blank; section a3a, sex, of the initial medwatch report should have stated: male. Section a3b, gender, of the initial medwatch report stated: blank; section a3b, gender, of the initial medwatch report should have stated: cisgender man/boy. Section a4, weight, of the initial medwatch report stated: blank; section a4, weight, of the initial medwatch report should have stated: 113. Section a4, weight in, of the initial medwatch report stated: blank; section a4, weight in, of the initial medwatch report should have stated: lb. Section a5, ethnicity, of the initial medwatch report stated: blank; section a5, ethnicity, of the initial medwatch report should have stated: not hispanic/latino. Section a6, race, of the initial medwatch report stated: blank section a6, race, of the initial medwatch report should have stated: white section b3, date of event, of the initial medwatch report stated: 8/27/2024 section b3, date of event, of the initial medwatch report should have stated: 8/13/2024 section b5, describe event or problem, of the initial medwatch report stated: it was reported to ventec that the device continuously reboots by itself. The reporter advised that when this occurs, the lcd touchscreen becomes locked and unresponsive. There were no reports of patient involvement associated with the reported event. Section b5, describe event or problem, of the initial medwatch report should have stated: it was reported to ventec that the device continuously reboots by itself. The reporter advised that when this occurs, the lcd touchscreen becomes locked and unresponsive. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. The patient survived the event. Section b6, relevant tests/laboratory data, including dates, of the initial medwatch report stated: blank section b6, relevant tests/laboratory data, including dates, of the initial medwatch report should have stated: ni section b7, other relevant history, including preexisting medical conditions, of the initial medwatch report stated: blank section b7, other relevant history, including preexisting medical conditions, of the initial medwatch report should have stated: ni new information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec opened the device in order to perform a visual inspection where it was observed that the internal flow transducer (ift) cable was no longer fully seated to the ift. Ventec reconnected the ift cable to the ift to resolve the reported issue. Once the reboot issue was resolved, ventec was unable to reproduce any issues with the lcd touchscreen. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was that the ift cable was not fully seated.

Event description:
It was reported to ventec that the device continuously reboots by itself. The reporter advised that when this occurs, the lcd touchscreen becomes locked and unresponsive. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. The patient survived the event.